Manufacturer narrative:
The reported event of a detached sideport could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was provided so a review of the device history record was not possible. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined.

Event description:
During device preparation, the packaging was opened and the sideport was detached. The introducer was replaced and there were no adverse patient consequences.